Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device shocked them while they were weeding. A follow up with the patient's healthcare provider yielded that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) arrhythmia as a ventricular fibrillation (vf) episode. The device remains in use. No further patient complications have been reported as a result of this event.